Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is submitted for atypical movement of the clip delivery system that has the potential of causing tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however while positioning the cds in the left atrium, the m knob was turned 3/4, the shaft was bending, steering in an unexpected direction and became stuck for a moment on the crista. The cds was able to be removed from the crista; the entire system was simply retracted. The clip was not deployed; the device was removed. Another cds was used without issue. One clip was implanted, reducing the mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported sleeve steering issue was not confirmed. The reported physical resistance could not be replicated in a testing environment, as it was related to patient morphology/procedural conditions. The returned device analysis confirmed that the steerable sleeve functioned as intended; however, a bent actuator mandrel was identified. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the sleeve steering and actuator mandrel bend; however, this cannot be confirmed. A definitive cause for the reported sleeve steering issue resulting in the physical resistance (anatomy) in this incident could not be determined. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: although the clip delivery system became stuck in the crista for a moment, there was no difficulty removing the device.